Event description:
Information was subsequently received that the rv lead was surgically abandoned and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high out of range impedance measurements for more than a year. At the routine follow-up, it was noted the threshold measurements had increased. As a fracture was confirmed, a revision procedure will be scheduled. No adverse patient effects were reported as this patient was not pacemaker dependent.

Manufacturer narrative:
(B)(4). A revision procedure will be scheduled. This investigation will be updated should further information be provided.